Event description:
A cypher stent patient called for medical information and reported additional adverse events. The patient¿s medical history is significant for coronary artery disease arthritis, gout, hyperlipidemia and angina and an allergy to a duragesic patch. The indication for the procedure was unstable angina. Angiography was performed and identified a lesion in the mid left anterior descending artery (lad) with severe bridging of about 90% during systole. The lesion was treated with a 2.75mm x 33mm cypher stent which was post-dilated with the stent balloon to 24 atmospheres. That was followed by the implant of a 3.5mm cypher stent proximal to the first. The residual stenosis was reported as 0%.the recommendation was that the patient take plavix for one year, followed by plavix every other day for one month, followed by plavix 3rd day for one month, and then off. Approximately eight months later the patient was admitted with acute coronary syndrome and 90% restenosis was observed at 2.75mm x 33mm cypher in the mid lad. The event was treated with the implant of a 2.5mm x 8mm endeavor stent. At eleven months, the ivus study showed that there was a 60% stenosis of the 2.75 stent immediately after the 3.5x13 cypher stent.

Event description:
Reporter alleged obtaining the results of 329 mg/dl and 164 mg/dl on aviva system compared back to back with a result of 77 mg/dl on lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.